Event description:
Patient having back surgery - retractor did not work; unstable at elbow. Patient was anesthetized longer due to delay in obtaining back-up equipment.======================manufacturer response for metrx ii system outer case flex arm (retractor holder for tube), medtronic metrx flex arm (per site reporter).======================